Event description:
The user facility reported a patient was on an placed on impella 5.5 and an automated impella controller (aic) for mechanical circulatory support. While on support, the inability to download usb data from aic was noted. The aic would not recognize the usb device sent with the ra kit. The aic was replaced without any harm or injury.

Manufacturer narrative:
The investigation for the reported controller error (yellow alarm) and shutdown or restart issue has been completed. The product was returned, and the issue was confirmed. Data analysis: aic logs could not confirm the reported issue on the complaint occurrence date ((B)(6) 2022). Six days after, there were multiple attempts to download the logs. More than once, the download failed for an unknown reason: logs indicate that these initial attempts to download logs could have been made at the I/o usb port instead of at the rlm¿s usb port given the inability for the aic to detect the rlm beforehand via device handhsake. A successful usb data download was eventually performed (see (B)(6) logs usb data download successful). Unreported but potentially related to the usb data download difficulties observed by the user, the console had underwent multiple partial and one full reset due to a failure of the imcgui process. There was also a controller error (loss of kbd communication ¿ event set #24) on one of the first boot ups. These events were not related to a clinical procedure. Device analysis: console (B)(6) was investigated in collaboration with (B)(6). The issues downloading logs was reproduced but linked to a different failure mechanism. Two attempts were made to download logs via the rlm¿s usb port, and each stopped at 21%, presenting an error while downloading. There was a long duration case which was almost 130 hours on the console¿s drive and caused the usb file transfer to take longer than 90 seconds. With this duration of aic-rlm data streaming-related usb inactivity, the rlm will usb hub will reset by design, causing the usb data download to fail. The kbd-related controller error was due most likely due to an intermittent communication issue during startup (likely related to timing). However, it was not reproduced and not determined. The repeated console reboots (partial and full) were due to a failure of the imcgui process. The reason for the imcgui process failure was not determined. The sw mitigation was successful in restarting the process after the multiple partial and one full reset. Per the results of the clinical review and investigation, the root cause was determined to be for the usb data downloading issues in the field were due to multiple console reboots, which were caused by a failure of the imcgui process. The cause of the controller error was not reproduced and not determined. This report is being filed as part of a retrospective review of historical records. This report is being filed as part of a retrospective review of historical records.